Event description:
It has been reported that a pt received a third degree burn to their left thigh where the electrosurgical pad was placed. The medical intervention to the burn was an excision of the necrotic tissue. Based on the photo of the pad involved in the event, the location of the charred area on the pad would indicate pad was not fully adhered to the pt. The charred area was in the middle of the pad and not on the edge of the pad which is rare for a burn to occur in this area if the pad was fully adhered. Further investigation of this complaint is being conducted for picture of the pad also indicated an orange discoloration on the edge of the pad. The discoloration would suggest the pad came in contact with a surgical prep which can affect adhesion. In addition it was noted that a warming blanket was used for the procedure. If the warming blanket was placed on the pad this can also affect adhesion and temperature. The size of the burn was reported as 20cm x 10cm. The size of the burn is being confirmed for picture of the burn does not appear to be this size.